Event description:
It was reported that due to patient¿s weight and tissue loss as compared to implant date, physician requested to re-implant device submuscular. Possible infection resulted in device replacement. The device was explanted and replaced. The patient is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes the patient is stable.